Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient's ipg had migrated. The patient will undergo a revision procedure.

Event description:
A report was received that the patient was experiencing pocket discomfort due to ipg migration. The patient will undergo a revision procedure.